Manufacturer narrative:
B5 (describe event or problem) was updated based on the additional information received on 7/27/2020.

Event description:
To initiate the patient ivtm therapy, the user applied isodine solution to disinfect and prep the patient's skin for catheter insertion. The icy catheter (lot # 95028) insertion was proceeding smoothly with no unusual resistance into the patient's femoral vein; however, when the catheter was half-way inserted, the user noted blood and saline diffused into the lumen of the catheter. It was suspected that one of the catheter balloons was damaged. Subsequently, the icy catheter was replaced, and the patient ivtm treatment was completed successfully with the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "suspected damaged balloon of the icy catheter (lot # 95028)" was not confirmed during the visual inspection and the functional testing of the returned catheter. No issues or discrepancies were found on the catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. It is likely that the customer could have returned the wrong catheter for investigation. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined, and blood residues were observed on the balloons. No tears, balloon bond detachment, or rupture were noted. Functional pressure leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, and all lumens were flushed as intended. During further functional testing, the returned catheter was connected to a known good start-up kit (suk) and ran on a peristaltic pump for 10 minutes. No issues or leak were observed. Furthermore, the returned icy catheter was tested on a console system in both warming and cooling mode for a total of 2 hours. No leak was observed on the catheter, and the catheter performed as intended. Therefore, the reported complaint was not confirmed.

Event description:
While inserting the icy catheter (lot # 95028) into the patient's femoral vein to initiate the ivtm therapy, the user noted blood and saline diffused into the lumen of the catheter, and therefore, it was suspected that the balloon was damaged. As reported, the catheter was advancing smoothly with no unusual resistance when the issue occurred. The icy catheter was replaced, and the patient ivtm treatment was completed successfully with the same console. No consequences or impact to the patient.